Event description:
During a greenlight¿ laser therapy (prostate vaporization), the laser fiber broke, everybody in the room including the patient has laser glasses on. Laser fiber changed and procedure continued.